Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they've been backed up since having the surgery; they also reported swelling. The patient lastly has been having to hit retry to keep the connection active. Consumer noted that they went to the healthcare provider (hcp) and is going back for a follow up. No further patient complications have been reported as a result of this event.